Event description:
It was reported that during a laparoscopic cholecystectomy procedure, part way through the procedure the port started to leak intermittently when an instrument was removed, the scrub nurse pushed the pac man reducer valve back into place with a swab each time there was a gas leak. The procedure was completed without changing the port. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.